Manufacturer narrative:
The fe replaced the sample camera and performed all associated adjustments and verifications. The fe ran diagnostics with passing results. All controls ran as expected in range. Repairs have returned this instrument to expected operation. The investigation determined that the most likely root cause of this event was instrument related.

Event description:
The customer is reporting that the sample camera is misreading the barcode number on two samples. This is the first of two incidents. Sample barcode read as (B)(4) on the ortho provue but the sample barcode was (B)(4). No incorrect results reported. (B)(4).